Event description:
On (B)(6) 2009 - essure implants. On (B)(6) 2010, I first began having pain and excessive swelling in my lower right abdomen after sex. As time progressed symptoms began to get worse. I would have pain without a reasonable cause. Pain began to occur during any activity and sex and swelling would last for days. I would have difficulty walking and moving around. Pain was now spread to my entire lower abdomen and lower back. There was no recordable pattern to explain symptoms (period, ovulating certain activity). On (B)(6) 2011, after several doctor appointments, test, lab work and exams my doctor decided to perform an endoscopy and laparoscopy to remove the essure coils from my tubes. Surgery was unsuccessful and coils were not able to be removed. Doctor did remove scar tissue. Once I recovered from surgery I continued to have same pain and swelling. My doctor sent me to specialist and they believed it may have been a trigger spot and injected a needle into my abdomen to stop pain. This did not work. I was sent to a physical therapist and fit for a tens unit. This did not work. I was put back on birth control. This did not work. My doctor has ran out of ideas and was against doing a hysterectomy without knowing it was absolutely certain this would help me. On (B)(6) 2011 - I was having severe abdominal pain and went to the hospital emergency room. They did labs and found my white blood count to be elevated. Doctor ordered a ultrasound of my gallbladder, test came back normal. Doctor ordered CT scan and results showed swelling in my lower right abdomen and a cyst in my right ovary. I was then admitted and transferred to another hospital. Doctors ordered more blood test in addition to a chest xray, ultrasounds - on stomach and transvaginal. The doctors were not able to explain any of the pain or symptoms and simply told me they could not help me, all they could do is manage my pain. However, morphine and vicodin do not help with the pain. I had to wait for gyn consult and the doctor said after reviewing everything the cyst was not big enough to cause any pain. I have made a follow up appointment with gyn on (B)(6). The doctors and I believe that my essure implantations may be the direct cause for the problems my body has been having.